Event description:
It was reported that the stent dislodged inside the patient. An 8.0x30x75cm express ld vascular balloon expanding stent was selected for a procedure in the right common iliac to treat peripheral artery disease (pad). During the procedure, the non-expanded stent came off the balloon catheter before a deployment attempt was made. The stent was free floating within the aorta. A larger sheath and snare system were used to successfully remove the stent from the patient. Another of the same device was used to complete the procedure. No additional complications occurred and the patient was reported as stable.

Manufacturer narrative:
Date of birth: 1941. Device evaluated by manufacturer. The device was returned with the stent completely detached from the device and attached to the customers snare. A visual and microscopic examination of the stent identified that the stent had been completely detached from the device. There is no indication that the detached stent had been dilated. A microscopic examination found the stent struts to be damaged along the entire length of the stent. The stent damage most probably occurred when attempting to withdraw the device back to reposition it. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination of the balloon identified that the balloon had not been subjected to positive pressure. The stent crimp marks were clearly visible on the balloon material. A visual and microscopic examination identified no issues with the balloon material that could potentially have contributed to the complaint incident. A visual and microscopic examination of the tip identified no issues during analysis that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged inside the patient. An 8.0x30x75cm express ld vascular balloon expanding stent was selected for a procedure in the right common iliac to treat peripheral artery disease (pad). During the procedure, the non-expanded stent came off the balloon catheter before a deployment attempt was made. The stent was free floating within the aorta. A larger sheath and snare system were used to successfully remove the stent from the patient. Another of the same device was used to complete the procedure. No additional complications occurred and the patient was reported as stable.